Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. The patient was going to have an MRI of their right ankle. And was told by a health care provider (hcp) that they would need to put it in MRI mode. It was reported that the patient realized that they needed to charge the device and was able to fully charge it but could not get it to turn on. It was noted that the device would be taken out in 3 months because the patient was having back surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.